Event description:
The consumer reported that the patient experienced a loss or change of therapy maybe a week after implant in (B)(6) 2010. The stimulation didn't work and the patient was leaking. The device didn't work well for the patient. The patient tried messing with it and it didn't work, so they just left it and stopped using it. Someone contacted the patient asking if they could try the device again and make it work for them and the patient agreed. The device was replaced on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.